Event description:
Follow-up information revealed IV antibiotics were given to the patient. In addition, the patient underwent surgical intervention wherein the ipg was explanted.

Event description:
Follow-up information revealed the patient's wound has healed properly and a new ipg was implanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following implant, the patient has a suspected infection due to the surgical wound opening . As such, the patient will undergo surgical intervention to address the issue.